Event description:
It was reported that the ilet pump screen did not wake for approximately 20 minutes until the user placed the device on the charger, after which the screen could be awakened, though multiple attempts were required. Investigation included customer counseling on correct wake procedure and verification of proper charging function. Further investigation of this case revealed that the device charged as expected and the screen subsequently responded when the wake press was performed adequately. Symptoms included an unresponsive or delayed touchscreen display. Outcomes included no alerts or alarms and no injury, medical intervention, or hospitalization. It was concluded that the device functioned as intended after user guidance, with no device malfunction confirmed.